Event description:
Consumer indicated 3 tampons fell apart upon removal and tampon pieces remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.